Event description:
It was reported the device was used during a low anterior resection. It was reported the device closed ok, but was difficult to fire. It took a lot of force, but did fire properly. Upon removal (without difficulty), the staple line was checked with air and bubbles were seen during the insertion of the air, but bubbling ceased when force of air complete. Visualization of staple line not possible due to location of staple line. Used proctoscope to check staple line and no holes were seen. Surgeon elected to do temporary ileostomy due to the initial bubbling. Rep returning the device and the anastamotic rings.

Event description:
10/23/97 the surgeon was performing a low anterior resection. It was a very low resection and he was using the ax5 to cross the rectum distally and was using a double staple technique. After inserting and positioning the cdh29 the safety was released and the instrument fired, it was well beyond the midpoint of the green zone. He noted the firing to be quite difficult but he did have good tactile and audible feedback. There were two good donuts obtained. On leak testing there was a leak but could not identify the exact site and for this reason he performed an ileostomy. The pt is doing satisfactorily. Dr has indicated to the co that they have four pts with leaks in the past few months. Co will be receiving the tissue and in addition co will be receiving the instrument.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, small nicks; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar/anvil fit, good. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that there were several small nicks present on the knife. Due to the condition of the knife, it appears possible that an attempt may have been made to fire the instrument across a hard object. This may have contributed to the device being difficult to fire. The instrument was reloaded and fired. Despite the damage to the knife, the instrument fired and formed all the staples as deisgned with no difficulties noted. The staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident.